Event description:
It was reported that the operator was unable to inflate the balloon during a test, as the air was simply being expelled. The operator was unable to identify any leakage due to tear (s). There was no patient involvement in this incident.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that 28 days following use of a smiths medical bivona flextend tracheostomy tube, the tube was cleaned and stored in its holder. The tube was reinserted 15 days after cleaning. However, a split was noted to the flange two days after reinsertion. The trach tube was then required to be changed out. There were no reported adverse effects.